Event description:
The ge oec 6800 fluoroscopy system would not boot up. It appear that the monitors would not power up. Monitors remained blank.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective image processor pcb that was removed and replaced to restore monitor functionality. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.